Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) is having issues after twelve pumps, the bulb becomes hard, and the patient is unable to inflate any further. He states that he is not erect and unsatisfied with the result. He also states that the pump is upside down and he has difficulty finding the deflate button and feels it does not function properly.